Manufacturer narrative:
The product has been received for analysis however analysis has not yet started. This report will be updated upon completion of analysis.

Event description:
It was reported that this device had evidence of undersensing on the stored atrial intracardiac electrogram. Technical services (ts) recommended device optimization for the patient. No adverse patient effects were reported. The device remains implanted and in service. New information received indicates that this device was explanted nine months later for normal battery depletion. The device was returned 19 months post explant for evaluation.